Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the (B)(4) device was returned in good visual condition and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample.

Event description:
It was reported that the device was used during a hepatic resection. The surgeon was stapling the vena cava. The surgeon fired, opened device and encountered bleeding. The vena cava was clamped and tied to stop the bleeding. The patient lost two units of blood, which required a transfusion. The patient is doing well today. The patient's blood pressure dropped to around 30, or staff waited for patient stability and completed the case.